Event description:
It was reported that a blood glucose comparision was performed. The pts device gave a result of "hi" and the caregivers blood glucose result was 221 mg/dl. Pt did not have high blood glucose symptoms. The pt was not treated based on the device results. Regular dose of insuling given 20 units of nph and 7 units of regular insulin. No controls have been ran on pts device. A request was made for the return of the suspect product and replacements were sent.